Event description:
It was reported the backrest would not lower from an up position to a flat position.

Manufacturer narrative:
The customer adjusted the backrest cylinder, and tightened the jam nuts, and the backrest functioned to specification.